Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer blood glucose level was 42 mg/dl and 400 mg/dl. Customer also stated that insulin pump received motor error alarm. Customer was able to clear and able to rewind the insulin pump. Customer stated that drive support cap was normal, insulin pump was not exposed to a high magnetic field and declined motor position encoder error alert. The insulin pump will be returned for analysis.